Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the rv lead dislodged after moving patient from ep lab to the patient¿s room. Chest x-ray was performed and noticed the rv lead was dislodged. The patient was not symptomatic and was brought back to the ep lab for revision. The rv lead was revised without any issues and the patient was stable and all lead parameters were stable.